Manufacturer narrative:
Investigation ¿ evaluation: asan medical center (republic of korea) informed cook that on 12jun2020, a ult10.2-38-25-p-5s-cldm-tong-050399 (ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter) leaked between the catheter hub and tubing. The failure was noted upon placement. The catheter was replaced, and the procedure was completed successfully. A review of documentation including the complaint history, instructions for use (IFU), manufacturing instructions and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the design history file (dhf) showed that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) could not be completed due to lack of lot information from the facility. Based on the device master record review and design history file review, there is no evidence the device was manufactured out of specification. There is no evidence of nonconforming material from this lot in house or in the field. The IFU supplied with the mac-loc drainage catheters instructs that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no returned product and the results of our investigation, it was concluded that the cause can possibly be traced to a manufacturing and/or quality control deficiency. A CAPA was previously opened for this product issue, and the CAPA investigation implemented corrective actions related to manufacturing and quality control. As the lot number is unknown, it is not known whether the complaint device underwent these corrections. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Catalog #: ult10.2-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for percutaneous kidney drainage. During the procedure, leakage was observed between the catheter shaft and hub. The device was replaced with a similar device to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.